Manufacturer narrative:
No product has been returned for evaluation nor radiographs or images were provided to confirm the alleged event.

Event description:
On (B)(6) 2018 patient underwent a lumber interbody fusion procedure at l4-5 levels. Using fluoroscope an a/p view indicated the l5 screw was riding in front of the vertebral body and the surgeon decided to remove it. As per reporter, when the screw was removed bleeding was observed and was packed with hemostatic agent and applied pressure. While closing the incision, the patient became hypotensive and then bradycardic. Upon exploratory laparptomy, the surgeon found a retroperitoneal hematoma. A laceration to the right common iliac vein and distal inferior vena cava was found and was repaired. The wound was closed and the patient was taken to recovery. One day postoperative, it was reported the patient attempted to walk but collapsed and became hypotensive and tachycardic. As per reporter the patient was hypotensive and was sent to the or. Exploratory laparotomy was performed and multiple arteries were found to be bleeding, the surgeon repaired the injuries and patient was given blood and clotting factors. Patient was sent to sicu on a ventilator and was extubed on (B)(6) 2018.

Event description:
See h10 for corrections.

Manufacturer narrative:
See corrected information on d4, d7, g7, h2.